Event description:
It was reported that during the implant procedure the physician had noted that the left ventricular lead had fluid in/under the insulation as the lab technician had flushed the lead prior to implant. The lead was not used and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found.